Event description:
A malfunction alarm, identified as malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided the customer with pump reset information, assisted with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.